Event description:
It was reported to philips that power supply failure prevented system boot-up; replaced defective part on a allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the power supply and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).